Manufacturer narrative:
The customer was assisted by phone and no additional service was required by the customer. The nozzle unit of the gas module was found defective and replaced by the customer. After replacement of the nozzle unit, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle unit was not returned for our investigation, no ventilator logs provided. Therefore the root cause for the defective nozzle could not been identified.

Event description:
It was reported that the ventilator failed flow sensor test failed during the pre-use check. There was no patient harm. Manufacturer ref.#: (B)(4).